Manufacturer narrative:
Initial reporter occupation: non-healthcare professional. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during placement of a wayne pneumothorax chest tube, the guide wire fractured during removal of the stylet and detached inside the patient. The physician successfully removed the fragment with the catheter and completed the procedure. A new similar device was inserted using the same initial incision to complete the procedure successfully. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Upon secondary review of the file on 13nov2018, it was observed that the following information should be supplemented with the initial narrative: during placement of a wayne pneumothorax chest tube, the guide wire fractured during removal of the stylet and detached inside the patient. It was reported that the guide wire was placed through the introducer needle, as usual. The catheter was then inserted into the pleural space and fluid was draining. The initial reporter continues, as the stylet was being removed, the guide wire appeared to be" stuck." A close inspection revealed that the guide wire was fractured. The physician successfully removed the fragment with the catheter and completed the procedure. A new similar device was inserted using the same initial incision to complete the procedure successfully. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Information was provided by the cook representative on behalf of the physician on 06nov2018: I just placed wire through introducer needle as usual. Once catheter was inside the pleural space and fluid was evacuating, when removing stylet, then wire, I noticed wire was stuck, quick close inspection revealed wire was fractured. Not sure how this happened, because I routinely make my skin incision before needle insertion and not after wire is in prior to dilator. So blade was never in close proximity to the wire at any time. Because I noticed that wire is fractured I did not want to apply any force to remove it as it may break and there would be a portion that may be left inside the pleural space. I made the decision to remove the catheter, and wire came out in one piece, as j tip was at the end of the catheter. I used a new kit to place a new catheter through same incision without any complications. The patient did great. No complications.

Manufacturer narrative:
B5: the previous correction report submitted on 29nov2018 was created from a compilation and interpretation of responses received to follow up questions asked of the physician. In review, it has been noted that some of the information provided in the correction report was misinterpreted. This correction report provides the physician's responses as documented and without interpretation. Investigation/evaluation: a visual inspection and dimensional verification of the returned device was conducted. A document based investigation was also performed including a review of complaint history, the device history record, instructions for use, manufacturing instructions, quality control data, and specifications. One catheter with the wire guide protruding from the distal and proximal end was returned. The coils were elongated through the catheter and the separated mandril and remainder of the guide was outside the proximal hub. The proximal and distal welds were intact. The safety wire was still connected to the distal weld and separated from the proximal weld. The distance from the proximal end to the mandril break is 69.6 cm, so the break occurred right at the distal tip of the guide. All measurements for the tubing and wire diameters were within specifications. There is no evidence to suggest the device was not manufactured to specifications, and the guide is verified to resist damage when flexed. This event can possibly be attributed to an unintended use error, as it is possible that the guide or needle was manipulated during the placement, resulting in fracture of the mandril. A review of the device history record showed that there is no evidence to suggest there are non-conforming devices in house or in the field. The instructions for use (IFU) for this device states: when the needle tip enters the pleural cavity, introduce the flexible end of the wire guide into the needle 10-15 cm. Remove the needle, leaving wire guide in place. Advance the catheter over the wire guide into the pleural cavity to the desired depth. Depth may be guided by the 2.5 cm markings on the catheter. The first mark begins 5cm from the last sidehole. Remove the wire guide and catheter obturator. A review of the device master record showed there are adequate controls in place to ensure the device is manufactured to specifications. Additionally, the wire guide is verified to be resistant to damage when flexed. Inspection of the returned device confirmed that the device was manufactured to specifications. As there is no evidence to suggest the device was manufactured improperly, this event can possibly be attributed to an unintended use error, as it is possible that the guide or needle was manipulated during the placement, resulting in fracture of the mandril. Per the quality engineering risk assessment, no further risk mitigating activity is required. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.